Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's just got her insulin pump and had been getting no delivery alarm. The patient's blood glucose level was 447 mg/dl. The customer's was advised to disconnect at quick release and remain disconnected from the insulin pump. The customer's was asked to remove the reservoir and rewind the pump, reinsert the reservoir and run manual prime to at least 5 units. The customer reported that the insulin exits with manual prime and explained that the insulin pump was working as designed. The troubleshooting was done. No further information was reported.